Event description:
Shock impedance >150 ohms measured in person on (B)(6) 2022 when the patient is sitting up. When the patient lays down, the shock impedance measures 136-139 ohms. A full lead evaluation with postural and isometric testing was recommended. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.